Event description:
On (B)(6), 2012 the reporter, the patient's father, contacted animas to report the temporary basal setting did not stay active for the six hours it was programmed to be. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/11/2014 with the following results: a review of the black box showed a temp basal program lasting for 4 hours on (B)(6) 2013. There was no data in the history from the reported event date due to continued use of the pump. A 6 hour temp basal program was exercised successfully during testing. No defect was found during investigation of the pump. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.